Event description:
It was reported that there was communication, telemetry, and coupling issues. The implantable neurostimulator (ins) was flipped and that was confirmed. On (B)(6) 2014 the battery pocket was revised and the battery position was shifted caudad and reanchored in the pocket. Antenna locate was used to test coupling. The coupling issues were resolved with the pocket revision. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 97791, lot# n452869, serial# unknown, implanted: 2014 (B)(6); product type accessory. (B)(4).